Event description:
It was reported that the patient was unable to run therapy. There was no report of patient harm or injury. The clinical specialist confirmed that the right lead had an out-of-range/high-impedance failure. The patient underwent a surgical procedure to replace the right lead. A new lead was implanted without complications. Unrelated to the out-of-range/high impedance issue, the implantable pulse generator (ipg), while being adjusted, the ipg would not respond, could not measure impedances, and generated a matrix error message. The ipg was replaced to address the issue.

Manufacturer narrative:
Mml #: (B)(4).

Manufacturer narrative:
Mml #: (B)(4). Other device replaced: model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI: (B)(4). The ipg and lead assembly were returned for analysis. The devices passed the functional test and operated according to the specification. The alleged lack of stimulation was not confirmed. D4 was updated with the correct lead serial number. H6 was updated.

Event description:
It was reported that the patient was unable to run therapy. There was no report of patient harm or injury. The clinical specialist confirmed that the right lead had an out-of-range/high-impedance failure. The patient underwent a surgical procedure to replace the right lead. A new lead was implanted without complications. Unrelated to the out-of-range/high impedance issue, the implantable pulse generator (ipg), while being adjusted, the ipg would not respond, could not measure impedances, and generated a matrix error message. The ipg was replaced to address the issue.

Manufacturer narrative:
Mml #: (B)(4). Other device replaced: model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI: (B)(4). The ipg and lead assembly were returned for analysis. The devices passed the functional test and operated according to the specification. The alleged lack of stimulation was not confirmed. D4 was updated with the correct lead serial number. H6 was updated. Event description correction: the patient reported the stimulation no longer worked. The clinical specialist confirmed the right lead impedance was out of range/low. The ipg and lead assembly were returned for analysis. The lead assembly was visually inspected. No damages or anomalies were observed. The lead passed functional continuity testing and performed adequately. The ipg passed the functional testing and was able to measure impedances. Further information was received that the lead had migrated and positioned behind the ipg because the patient had been climbing, resulting in a self-inflicted issue with the implanted lead. The images confirmed that the lead has moved next to the ipg. The post-initial implant images were reviewed and confirmed that the device was implanted properly. Based on the information, the issue was caused by the patient. H6 was updated.

Event description:
It was reported that the patient was unable to run therapy. There was no report of patient harm or injury. The clinical specialist confirmed that the right lead had an out-of-range/high-impedance failure. The patient underwent a surgical procedure to replace the right lead. A new lead was implanted without complications. Unrelated to the out-of-range/high impedance issue, the implantable pulse generator (ipg), while being adjusted, the ipg would not respond, could not measure impedances, and generated a matrix error message. The ipg was replaced to address the issue.